Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire and no thermal damage was observed. There was no missing piece of insulation, as only the insulation was lifted-off and still attached. The instrument passed electrical continuity test. The instrument was found to have scratch marks/abrasions on one of the bipolar yaw pulley surfaces. The instrument had a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. In addition, the instrument also was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.106¿ - 0.278¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the outer sleeve was defective on the fenestrated bipolar forceps. No known impact or patient consequence was reported. Evaluation of the returned device found the conductor wire insulation damaged.